Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. The reported problem (cable pulled from rear therapy electrode pad) has been confirmed. As received, the cable running from the rear 2-wire therapy electrode to the distribution node completely pulled out of the distribution node. The root cause of the damaged cable cannot be positively identified, but was likely a result of excessive force. Once the cable was replaced, the belt was fully functional. No adverse event resulted from the defective electrode belt cable. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient's son contacted zoll customer support to report, the wires connecting to the rear therapy electrode pads are torn completely from the therapy electrode pads. The patient was provided with a replacement electrode belt.